Event description:
An (B) (6) male patient underwent initial aaa repair on (B) (6) 2008. The patient received a zenith main body and two zenith iliac legs. The procedure was completed without reported incident. On (B) (6) 2009, the now (B) (6) male patient underwent a secondary procedure due to becoming aneurysmal in the right common iliac. The physician coiled the internal and extended to the external with a zenith iliac leg. The current status of the patient is unknown as it was not provided by reporter.

Manufacturer narrative:
(B) (4). Event evaluation: still under investigation.